Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the hemostatic valve was broken (cracked) issue occurred. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken. The hemostatic valve was leaking back blood during the procedure. The procedure continued using the same carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was no patient consequence reported. Additional information was received. The section where this issue was observed was the hemostatic valve. The hemostatic valve was cracked / broken and there was leakage. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body. The approximate volume of blood that was lost was unknown. No needle inserted in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was broken. The hemostatic valve was leaking back blood during the procedure. The procedure continued using the same carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was no patient consequence reported. Additional information was received. The hemostatic valve was cracked / broken and there was leakage. The device evaluation was completed on 09-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the physical sample was performed and the hemostatic valve was observed broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported by the customer was confirmed since the hemostatic valve was observed broken in the star section. The potential cause of the damage to the valve could be related to the incorrect insertion of the dilator into the sheath causing the valve rupture; however, this cannot be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).